Event description:
A customer from (B)(6) filed a complaint alleging that the mgp (magnetic glass particle) reagent bottle was misplaced within cassette 1 (cs1) of a kit cap-g/ctm hbv v2.0 72tests ce-ivd (m/n 04894570190; lot n05553). Unflagged results were generated with this cassette and no error messages were generated even though the cobas ampliprep instrument was not pipetting any mgp reagent.

Manufacturer narrative:
The issue is under investigation. No conclusions can be drawn at this time. (B)(4).

Manufacturer narrative:
(B)(4) -performance tests performed. (B)(4) - configuration issue. (B)(4) - device incorrectly prepared for use or modified. Additional information; device evaluation. Urgent medical device correction additional information provided. Roche molecular diagnostics has confirmed an issue regarding liquid level detection of the cs1 magnetic glass particles (mgp) reagent cassette of the cobas ampliprep/cobas taqman (cap/ctm) hbv v2.0 test on the cobas ampliprep instrument. The test definition files (tdf) for cap/ctm hbv v2.0 do not have level detection activated for the cs1 (mgp) reagent cassette. In the event that a cs1 reagent cassette is misassembled and no mgp reagent is present, it would not be detected when using the cap/ctm hbv v2.0 test. The load check would not recognize the missing reagent and the run would continue, with the possibility of producing erroneous but believable results. The following assays are affected: cobas ampliprep-cobas taqman hbv v 2.0 us-ivd, m/n (B)(4). Cobas ampliprep - cobas taqman hbv v 2.0 ce-ivd, m/n (B)(4). The misassembled reagent cassette is believed to be a single occurrence, caused by human error. (B)(4). The test definition files for the cap/ctm hbv v2.0 test will be updated with liquid level detection for the cs1 reagent cassette activated. This corrective action will prevent the issue from recurring. (B)(4).